Event description:
During left arm graft skin splint thickness procedure loaner mesh grafter was brought in and roller did not function properly after original mesh grafter (model #2195-01/serial (B)(4)) roller did not function properly.